Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a polaris 5.5 plug driver was not engaging the set screws and looked bent. There was no patient impact - second plug driver from the set was used to complete the surgery.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: this event could possibly be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. The was a dimensional issue found with the tip geometry on 46 of the 47 pieces produced on this lot. The 46 affected pieces were returned to the supplier. The one piece that was in tolerance was accepted into inventory. There are no indications of manufacturing issues associated with this piece that would have contributed to this event. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that intra-operatively, a polaris 5.5 plug driver was not engaging the set screws and looked bent. There was no patient impact - second plug driver from the set was used to complete the surgery.